Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, a saline solution was injected into the guidewire port and resistance was felt. It was also noted that a 2-3 ml gel-like material was pushed out from the lumen. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, a saline solution was injected into the guidewire port and resistance was felt. It was also noted that a 2-3 ml gel-like material was pushed out from the lumen. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. Additional information received on may 31, 2022. Note: this report pertains to one of three extractor pro retrieval balloon devices used in the same patient and procedure. It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022.

Manufacturer narrative:
Block e1 initial reporter address: (B)(6). Block h6: device code a180104 captures the reportable event of foreign material present on the device. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional analysis was performed, and the balloon was inflated without a problem and held pressure. The guidewire was inserted in the guidewire lumen and no resistance was felt. Water was also injected in the guidewire lumen and no resistance was felt. No gel residue was found during the analysis. No other problems with the device were noted. The reported event of foreign material present was not confirmed. No evidence of gel residue was found, the device had no damages, and, during functional analysis, the device worked properly. Therefore, the most probable root cause cannot be determined as no problem was detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.